Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that the patient's ins would sometimes function and sometimes would not function depending on which way the patient would move their body. Sometimes the ins would go completely out. No symptoms were reported. The caller was told to have the patient contact their doctor to check their device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-oct-10 noting that at first it felt like a broken wire because it was on and off but now it was dead and did not work. The patient wanted the device removed. No further complications were reported.